Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was trying to adjust the electronic pt gas system (epgs), when they got dashes (- - -) and a red x on the central control monitor (ccm). The perfusionist adjusted the gases manually and the issue went away. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The software data logs were analyzed by clinical support at the manufacturer on (B)(4) 2013. The logs included multiple five volt errors. The user facility's biomedical engineer (biomed) could not duplicate the reported issue.